Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 153 units of insulin during the load sequence. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.